Event description:
A company representative reported that there is an issue with the handheld power cable port, which is preventing the handheld from charging. It was reported that the cable worked in other handhelds and that other cables produced the same result. A new programming tablet was provided to the company representative. The faulty handheld is expected to be returned for analysis, but has not been received to date.

Event description:
The handheld device and software flashcard have been returned to the manufacturer where analysis is currently underway.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Product analysis was completed for the handheld device on (B)(6) 2015. No anomalies associated with either of the 2 returned ac adapters were identified during the analysis. During the analysis it was identified that the handheld would not power on. The cause for the anomaly is associated with damaged handheld sync connector leads to the main pcb. Because of the damage, the handheld was unable to receive power from the ac adapter. The cause for the damage to the connector leads and solder connections is most likely associated with mishandling of the device as it appears the connector detents are not being compressed when removing or manipulating the serial data cable, thus placing an extensive amount of force on the pcb and attached cable receptacle. No other anomalies were identified. Product analysis was completed for the software flashcard on (B)(4) 2015. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.